Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to login and access denied. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had previously experienced login issues on station. A technical support specialist reviewed the logs, verified successful authentication events, and confirmed with the customer that the issue was resolved. The customer acknowledged that the user could now log in without issues. The system functioned as intended after the technical support specialist troubleshot the device.